Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the sample was returned clean. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 56cm balloon. No kinks or bends were observed on the catheter. The balloon did not appear to have been inflated. The strain relief was dislodged from the hub and was overlapping the stent and the stent had been dislodged distally from its original location. No damage was noted to the distal end of the hub. The balloon was examined under magnification and stent crimp marks were visible on the balloon. The stent struts were noted to be bent on the proximal end of the stent, likely due to the strain relief overlapping the stent. No other anomalies were noted. Performance evaluation: the strain relief was removed from the stent and placed back in its original location on the distal end of the hub. The strain relief fit the hub tightly and was not easy to dislodge. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the complaint investigation is confirmed for a dislodged/dislocated stent as the strain relief was dislodged and overlapping the stent, dislodging the stent distally from its original location. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current valeo balloon expandable stent instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal from the device packaging, the balloon expandable stent was allegedly dislodged from the balloon. There was no reported patient involvement.